Event description:
Product was used to repair a laceration on the lateral aspect of the eyebrow on a four year old child of unknown gender. The product flowed down onto the eyelid and sealed the eyelid shut. The patient's eyes were closed and the physician feels that none of the product entered the eye. The patient's current condition is unknown.